Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient stated that on (B)(6)2022 while working at home depot stocking shelves, he became very sweaty and uncomfortable. The gcm showed rapidly climbing values over 200 mg/dl so he gave himself insulin with a rapid acting insulin pen. Fifteen to twenty minutes later the cgm alerted for high (value over 400 mg/dl) so he gave himself more insulin. He felt like he might pass out and thought it was from hyperglycemia but later realized he was actually hypoglycemic at the time. He sat in a chair, then when trying to get up, he nearly lost consciousness. Co-workers gave him food and within five minutes he was more wakeful and talking. He went home and used his wife¿s glucometer to check a fingerstick level which showed his bg then was about 100 mg/dl. He rested and felt okay. He returned to work the following day on (B)(6) 2022 and was asked if he had gone to the hospital. He replied no and his co-workers thought he had experienced a transient ischemic attack (tia) the day before since he had had one in the past. He went to the hospital, had unspecified testing, was discharged after six hours, and stated that everything checked out okay. He went back to work, worked all day with no further issues, and the cgm seemed to be working normally that day. At the time of the report, the patient was in stable condition. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.